Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. The primary surgical notes state that the patient underwent unicondylar arthroplasty to treat left knee medial compartment osteoarthritis. Intra-operatively, significant arthritis through the medial compartment, large osteophytes and grade 4 chondral wear were observed. After preparation of the tibia and femur, the final components were cemented with the cement allowed to keel with the knee held in 20 degrees of flexion with axial load applied. Excess cement was removed. Then several different polys were trialed. An 8mm poly allowed full range of motion and excellent stability with restoration of varus of valgus tension. There were no complications noted. The revision surgical notes state that the patient had a full revision due to a failed medial unicondylar left knee arthroplasty. The patient had persistent instability, pain, and progressive arthritis of the patella and lateral compartment. Intra-operatively, there was no sign of infection. Both the tibial and femoral components were found to be firmly affixed and were not loose. The trialing to identify the appropriate articular surface size was performed after the final tibial and femoral components had been cemented in place. Although the products are unknown, the surgical procedure for any unicompartmental knee arthroplasty instructs to perform trial reduction, including the articular surface, before cementing the final components in place. Therefore, possible misuse is considered as the root cause of the issue.

Event description:
It is reported that the patient had a unicondylar medial knee arthroplasty revised due to pain and swelling.